Manufacturer narrative:
Evaluation summary: the reported event of the cannulated screwdriver asnis iii hex 2.5mm elastosil handle tip breakage could be confirmed. Based on investigation, the root cause of the determined event was attributed to a user related issue. The tip breakage was caused by overload. Op-tech asnis iii cannulated screw system (982187 rev. 5) indicates: "removal it is recommended that the solid screwdriver be used for screw removal. This can apply greater torque and will reduce the potential for damaging the hex tip on the screwdriver." [Original statement] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the drivers were broken. According to the sr, they were broken during the screw extraction. There was no adverse consequences.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the drivers were broken. According to the sr, they were broken during the screw extraction. There was no adverse consequences.